Event description:
Shearing of the catheter at the level of clavicle and first rib seven months after insertion. Distal part of catheter and the port are in place. The proximal part of catheter was in right atrium and inferior vena cava.